Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the septum remaining on the tube while the cap is removed. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: some bd tubes are badly uncorked, with the septum remaining on the tube while the cap is removed. This is happening more and more regularly on the chain (decapper), but the same phenomenon has also occurred when uncorking by hand.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples were sent to franklin lakes for r&d testing. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the r&d retention samples test results, which were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the septum remaining on the tube while the cap is removed. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: some bd tubes are badly uncorked, with the septum remaining on the tube while the cap is removed. This is happening more and more regularly on the chain (decapper), but the same phenomenon has also occurred when uncorking by hand.